Event description:
User was attempting to intubate a patient during a cardiac arrest with a miller 3 blade that was properly connected to the handle. When lifting up on the handle, the blade's plastic connector to handle broke causing blade to fall off the handle and become insufficient to use for intubation. Another blade was used causing a slight delay in intubation, but no adverse effect to patient. There was a similar occurrence in (B) (6) 2010 and so we are in the process of selecting a new product.sun-med requested that both laryngoscope blades be shipped to them. We will ship both laryngoscope blades to sun-med.